Manufacturer narrative:
Conclusion: images were submitted to medtronic for review of the event. One static image and twenty-four media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed to 80% without any evidence of an infold. It was determined that a recapture was warranted due to a shallow depth. During the second deployment attempt, an infold is noticeable at 80%. The infolded valve was recaptured and discarded. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Th physicians and field team followed best practices. A new valve was loaded onto a new delivery catheter system. Upon valve deployment, under-expansion was noted, requiring a post-implant balloon aortic valvuloplasty (bav). There was no significant aortic insufficiency/paravalvular leak (pvl) seen on final angiogram post-bav. Upon receipt at medtronic¿s quality laboratory, the device was received inside its original jar filled with clear solution. The valve was blood-stained with the waist and inflow in a partially crimped state. All leaflets were flexible and intact. All leaflets were slightly twisted and in a closed position with a gap between leaflets 1 and 2. All commissures were intact. There were no gross deformations noted on the frame. The valve was submerged in a warm saline bath; frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture. No anomalies were noted. The valve was fully deployed. No issues were noted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the infold was noted on the second deployment attempt, after recapturing. Ultimately, the valve was replaced and no further adverse patient effects were reported. This event does not indicate device misuse or malfunction. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received inside its original jar filled with clear solution. The valve was blood-stained with the waist and inflow in a partially crimped state. All leaflets were flexible and intact. All leaflets were slightly twisted and in a closed position with a gap between leaflets 1 and 2. All commissures were intact. There were no gross deformations noted on the frame. The valve was submerged in a warm saline bath; frame reset. The valve was then placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted. The valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture. No anomalies were noted. The valve was fully deployed. No issues were noted. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic vacs balloon. It was reported that the working guidewire for this procedure was a non-medtronic lunderquist wire. Upon the first deployment attempt, the valve was released to the point of no recapture, however the position was too high at 0 mm, therefore the valve was recaptured and repositioned. During the second deployment attempt, the valve was released again to the point of no recapture, however an infold was visible. The valve was recaptured and the infold remained visible within the catheter. The delivery catheter system (dcs) and valve were withdrawn from the patient. The valve was examined outside the body and it was reported that one place had become "softer" on the frame. A replacement valve and dcs were used. A second pre-implant bav was performed using a 22 mm non-medtronic true balloon. The replacement valve was implanted. Following the implant, moderate aortic insufficiency was reported. A post dilation was performed using a 24 mm non-medtronic vacs balloon. This reduced the ai to mild. No gradient was observed. No adverse patient effects were reported.